Event description:
It was reported that during a hospital visit, the health care professional (hcp) called technical services (ts) and requested further review of this implantable cardioverter defibrillator (ICD) stored ventricular episodes due to concerns of inappropriate shocks. Upon review, the presenting electrogram (egm) showed t-wave oversensing on the right ventricular (rv) lead channel which led to the device to inappropriately deliver two shocks. Ts discussed programming optimization with the hcp, and the device was reprogrammed successfully. At this time, the ICD and rv lead remain in service. No additional adverse patient effects were reported.